Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. As received, the monitor was unable to be activated and displayed code 201 - response buttons stuck. Upon eval, there was extensive liquid contamination and mold on the computer/analog, defibrillator, and table pca's. The cause of the inability to activate the device and code 201 was the extensive contamination. The root cause of the contamination cannot be positively identified but is likely ingress of an unk liquid. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) was unable to be activated and fully power on. The last pt to use this monitor did not report any deficiencies.